Manufacturer narrative:
Two fibers were received from distributor; one unopened and one opened and used in a procedure. The unopened fiber was found to be visually intact and conforming. The tip was examined and there was no "fray" noted at the tip. The opened/used fiber was found to be missing the exposed fiber distal tip. Examination of the tip indicated fiber burn back. Both fibers were connected to a test laser where they exhibited clear pilot beams and successfully transmitted laser energy. The unopened fiber was found to transmit laser energy within dornier power specifications. The opened fiber was found to successfully transmit laser energy below dornier power specifications due to the presence of fiber burn back at the tip. Both fibers passed the mechanical bend radius test. It is unknown why the unopened fiber was returned to dmta as nonconforming as this fiber was returned unopened, completely sealed and was found conforming according to dornier specifications. The opened fiber returned that had fiber burn back likely resulted from contact with a body structure during the procedure. The presence of the pilot beam and successful laser energy transmission indicates that this fiber was capable of function as intended and that the fiber burn back is what caused the noted low laser energy transmission during product complaint evaluation.

Event description:
Holmium laser fiber user stated that when they opened the fiber and looked at it closely, it looked like the tip of the fiber was frayed. Two fibers were found with the same issue and there was no patient involvement.